Event description:
During the procedure, when aspirating the sheath for conducting an angiography, an air leak occurred and air was noted in the syringe. Prior to the reported leak, a catheter was inserted. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, when aspiring the sheath for conducting an angiography, an air leak occurred and air was noted in the syringe. Prior to the reported leak, a catheter was inserted. The device was replaced and the procedure was completed with no adverse consequences to the patient.